Event description:
It was reported that (1) device was used during a interstitial laser coagulation. It was reported by the rep that on the eighth treatment site, the surgeon placed the lf001 fiber into prostate and had a diffuser fault. Another fiber was used to complete the case. There was no consequence to the pt.